Event description:
A patient contacted neotract on (B)(6) 2017 to inquire about his outcomes. Per the treating physician, the patient was treated successfully with 5 implants on (B)(6) 2017 and a catheter was placed post-procedure. On (B)(6) 2017, the patient experienced urine leakage around the catheter and went to the ER where he was noted to have blood clots blocking urine flow. Catheter was replaced and patient was sent home. On (B)(6) 2017, the patient again noted leakage around the catheter and was re-admitted. Catheter was irrigated to clear the clots and a larger catheter was inserted. The patient's symptoms resolved and he was discharged on (B)(6) 2017. The patient has been prescribed myrbetriq to help address his overactive bladder symptoms. Several attempts were made to obtain additional information from treating physician regarding the patient and the device. If additional information is received, a follow-up report will be submitted. Although there is no confirmed causal relationship between the urolift system and the adverse event, it is neotract's policy to be conservative and submit this report.